Event description:
It was reported that during the implant of the new device, it was discovered that the left ventricular lead had a crack in the outer insulation. The insulation was repaired with silicone adhesive and the lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2008, 6947 implantable defibrillating lead (B)(6) 2008. (B)(4).